Event description:
It was reported that there was no magnet response on the implantable pulse generator (ipg). The patient was in an electroconvulsive therapy procedure and the anesthesiologist gave them medication. A magnet was on the ipg, but the patient's heart rate went into the 30's for less than a minute (versus the expected magnet rate of 85 ppm). It was below 70 ppm for some time. The patient has been having treatment every other day. Upon seeing the patient again, their heart rate was in the 70's (intrinsic). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri45 lead, implanted: (B)(6) 2013. (B)(4).